Event description:
It was reported that the rotalink burr and rotawire became entrapped with each other. The 28mmx2.25mm stenosed target lesion area was located in the mildly tortuous and severely calcified distal left anterior descending artery. A 1.25mm rotalink burr and 330cm rotawire were selected for use in percutaneous coronary intervention procedure. During the procedure, it was noted that the rotalink burr and rotawire became entrapped with each other. Both devices were removed directly and slowly and the procedure was completed with another of the same device. There were no complications reported and the patient is stable.